Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device successfully passed self-tests without duplicating the customer's report. An internal inspection found thermal evidence on the monitor board. The device log were not retrieved for the review. The damaged monitor board prevented the log retrieval. No fault was found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.